Manufacturer narrative:
Weight: unknown, ethinicity:unknown, race:unknown. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/1.0/003(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excesive vault. The exchange resolved the problem. Cause is reported as unknown. Reportedly, "vertically position implantation."